Manufacturer narrative:
The event was reported to have occurred on an unknown date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antifungal medication (intravenous, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Apd therapy was discontinued and pd catheter was removed. No additional information is available.